Manufacturer narrative:
MFR did not receive form 3500a from user. This is an ongoing investigation. Further info will be addressed in a follow-up report.

Event description:
According to the report, bioglue was applied in conjunction with patch material to repair/seal a dura tear during a procedure to treat trigeminal neuralgia. The surgeon is concerned that unpolymerized bioglue leaked through holes in the dura and caused a stroke as it moved into the bloodstream.